Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Alerts were also triggered for high, undefined out of range pacing impedance. Impedance spikes and oversensing were also noted, and a lead fracture was confirmed. Reprogramming was completed, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Alerts were also triggered for high, undefined out of range pacing impedance. Impedance spikes and oversensing were also noted, and a lead fracture was confirmed. Reprogramming was completed, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.